Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The patient ((B)(6)) was hospitalized in our hospital due to cerebrovascular disease and renal insufficiency. On (B)(6) 2024, when the nurse was injecting insulin into the patient, found that the injection needle could not be installed. After inspection, it was found that the injection needle was bent and did not match the injection pen. So, the needle for the disposable injection pen was replaced with a new one, and after matching with the injection pen, the patient was successfully injected with insulin without any adverse consequences to the patient. On (B)(6) customer service called the contact person to verify the item number 329491. This batch was purchased on february 2 and february 6, 2024. The samples were not retained and no investigation or response is needed. Sample availability? Yes. Sample availability details: picture/video only.